Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button only works intermittently, and appears to be sticking down. There was no impact to customers' blood glucose level.